Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Physician reported oversensing noise on the right ventricular (rv) lead channel and multiple shock therapies were delivered from the competitor cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.